Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The end user spoke with tech and stated that the seat has a crack in it.